Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had a low blood glucose event a few months ago in which ems had to be called. The customer's blood glucose at the time of incident is unknown. The customer was treated at the scene and she was not admitted into the hospital. The patient declined to speak with the 24-hour product helpline. No products were shipped or returned.